Event description:
It is reported that the pt is experiencing pain after having a revision surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other device used: catalog #unknown, unknown zimmer stem, lot #unknown. No devices or photos were received; therefor,e the condition of the components are unknown. No part number or lot information has been provided therefor not device history or complaint information can be obtained. Surgical notes, dated (B)(6) 2015, stated that the patient was revised for polyethylene wear and osteolysis. The patient had fluid and osteolysis around the hip. There was major polyethylene wear and corrosion around the femoral neck at the head neck junction noted. Major osteolytic lesion of the great trochanter was also noted. This was repair with a bone graft. The final reduction after revision was noted to have excellent stability. No complications were noted. These devices have been in vivo for approximately 3 months. With the provided information, a definitive root cause for pain cannot be determined. These devices have been used in the treatment of the patient.